Event description:
Patient presented with high impedance and had x-rays done. The patient was referred for a full revision (both the generator and the lead). Based on the x-ray images, the connector pins were assessed to be fully inserted inside of the connector block. The filter feedthru were confirmed to be intact. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. No sharp angles or gross discontinuities were identified in the visible portion of the lead. But, the cause of the high impedance could not be determined from the x-ray images received. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient was seen in office and their impedance was still high, but they are stable so the revision is being postponed. The patient's device was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.